Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000, serial# (B)(4)); pentaray catheter (model# d128211, lot# 17744683l); smartablate generator (mode# unknown, serial# unknown); smartablate pump (mode# unknown, serial# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® sf nav bi-directional catheter and suffered an electrocardiogram st segment elevation requiring a surgical intervention. During the procedure, the patient developed st elevation. A cardiac catheterization was performed. There is no information regarding the findings. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit (ICU) for observation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.